Event description:
The customer reported that the systems' printer would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the printer and re-soldered the wire into the connector and reassembled the connector backshell. The system was tested and found to be working as intended and put back in service.